Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image did not appear. The customer got a message to clean the connector part, but no matter how many times it was cleaned, the issue did not improve. The issue occurred during inspection for use in a therapeutic procedure, when the device was inserted into the main unit. The procedure was completed with no delay by swapping the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the charged coupled device unit, image noise occurred, and the image could not be seen. Due to damage on the circuit board of the video plug section, image noise occurred, and an image could not be displayed. The adhesive on the bending section cover had wear. The following parts had a scratch: the control unit, the grip, the up/down angulation lever plate, the right/left plate, the forceps elevator, lock engagement lever (sp), the light guide connector, the light guide cover glass, the right/left lever, switch 1, and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, it was determined that the defect was caused by breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling or that the component including the ic chip and capacitor, mounted on the electric circuit board had a defect. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.